Event description:
A problem was reported with the t:slim x2 pump battery not charging, and a power source alert was noted in the pump's history. There was no reported impact on the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies, which allowed the pump to begin charging.